Event description:
Customer reported that due to a delivery issue, he did not receive his replacement adc blood glucose meter and was unable to test. As a result of this issue, the customer reported experiencing two medical events, one of which was previously reported in MDR# 2954323-2012-06736. Customer reported that on (B)(6) 2012 he experienced symptoms that were described as "feeling shaky, blurring of vision" and that he "feels tired when he wakes up." Paramedics were called and customer was treated with an intravenous infusion of an unknown type and transported to a health care facility where he was administered metformin which is part of his normal diabetes management regimen. There is no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is a final report. The complaint involved a delivery issue, hence no product investigation will be undertaken. All pertinent information available to abbott diabetes care has been submitted. (B)(4).